Event description:
The pump was returned to animas. Product analysis found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up, down, ok, and contrast buttons were found to be intermittently responding to button presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button was observed to be torn but was still responding appropriately to user input. The damage bolus button is obvious and detectable to the user and should alert the user to discontinue use of the device. (B)(6).